Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an accumax 200 laser fiber was used in a lithotripsy with holmium laser procedure performed on an unknown date. Reportedly, the laser unit used was a dornier 60 watt laser console. According to the complainant, during the procedure, the fiber near the tip broke off inside the patient. Reportedly, the fiber fragment was retrieved successfully with a graspit retrieval device. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event.